Manufacturer narrative:
Pump unable to prime during prime. No alarm noted. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, reservoir tube cracked, and missing end cap sticker.

Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer was unable to clear the alarm. Advised to discontinue use of the insulin pump. No additional information was provided.